Manufacturer narrative:
The customer provided the hygiene microbiological investigation (hmi) results. The customer hmi results reported the device instrument channel tested positive with moraxella osloensis (4cfu/100 ml). Cleaning, disinfection, and sterilization (cds) below are information on customers cds checklist: aer/ewd reprocessor: not tested. Model name: etd-4. Detergent name: schülke thermosept endocleaner. Disinfectant name: schülke thermosept ed. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : air/water (a/w) channel. Detergent used : schülke gigazyme x-tra. Manual cleaning : brush points: instrument / suction channel , suction cylinder , instrument channel port, distal end areas around elevator. Brush model: olympus bw-412t manual disinfection performed. Disinfectant used: schülke gigazyme x-tra. Scope storage: simple cabinet without any drying function, vertically hanged. Scope not sterilized. Scope maintenance not performed by olympus. The subject device was sent to olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. During a microbiological test at the institute for hygiene and environment in hamburg no germs have been found on this instrument. All channels have been checked without finding any germs. The hmi (hygiene microbiological investigation) results reported the scope device channel (all channels) found no detection of microorganism. The examination revealed test results passed in accordance with ¿rki-bfarm- guideline. The device was then received at regional repair center olympus hamburg (rrc hamburg) for evaluation and repair. The evaluation has not yet been started and is in progress. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported "the device is contaminated with germs, the processing could not be performed". The issue occurred at preparation for use. The customer received a loaner device. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided from the user: flushing was not performed for auxiliary channel at precleaning. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: air/water cylinder has discoloration. Suction cylinder has discoloration. Due to damage on charged coupled device unit, the image has white dots . Adhesive around light guide lens has a chip . Adhesive on bending section rubber has visible thread . Due to wear of angle wire, bending angle in down direction does not meet the standard value. Due to damage on channel tube, forceps cannot be inserted smoothly. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.